Event description:
It was reported that almost 6 months post procedure for right internal carotid artery-ophthalmic (c6 segment), the patient had transient monocular deficit of the right eye and aspirin was resumed. According to cec (clinical events committee) adjudication, this adverse event had a possible relationship with the subject flow diverting stent. Aspirin was resumed. The adverse event is still ongoing. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the current condition of the patient was that the adverse event is ongoing. This adverse event relationship to the device was re-evaluated based on cec (clinical events committee) adjudication. The aspirin was given as a medical intervention, it was resumed when the patient reported visual symptom. No reported device deficiencies. During procedure, a balloon was used to appose device to vessel wall (no existing plaque before stenting) and the procedure was completed successfully. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that almost 6 months post procedure for right internal carotid artery-ophthalmic (c6 segment), the patient had transient monocular deficit of the right eye and aspirin was resumed. According to cec (clinical events committee) adjudication, this adverse event had a possible relationship with the subject flow diverting stent. Aspirin was resumed. The adverse event is still ongoing. No additional information available.